Event description:
The physician attempted arteriotomy closure using the closer 6 fr. Device following an interventional procedure, but had difficulty parking the foot after a normal deployment. The physician reported trying to park the foot several times, ultimately succeeding in doing so by applying more than usual force for lowering the lever. The closure was completed successfully without clinical sequelae.